Event description:
It was reported that the sensor had a retracted or detached cannula. The customer stated that the insulin pump alarmed weak signal and lost sensor alarm repeatedly. The blood glucose reading was 171 mg/dl. The customer stated that when attempting to remove the needle hub, it was very difficult to remove. He stated that he did not see the sensor cannula upon removal of the sensor, and he did not find any cannula pulled up through the base. Advised replacement of the sensor. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, found the sensor cannula was retracted inside of the sensor base. No broken or missing parts were observed during our analysis. Unable to confirm if the customer received the sensor damaged due to the customer returned opened and used also, unable to confirm the needle anomaly due to the customer did not return the insertion needle.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.